Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown "service required" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: it was determined during our investigation that the self check failure observed by the customer was actually the self check message seen when the device is due for it's annual preventive maintenance. The preventive maintenance of the device was performed to resolve the report. The device was recertified and returned to the customer. This is normal operation of the device. Reports of this type are typically not considered to meet our requirements for submission. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "self check falut 3120" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.